Event description:
The customer reported that following a ptca/stent procedure 2002, a vasoseal was deployed and a compression bandage applied. The patient had previous knee surgery so the leg was elevated following the deployment. The patient got up from the bed shortly after being returned to their room and when the pt returned to the bed they bent their leg several times. Initially the puncture site was checked, but nothing unusual was noted. The puncture site was not checked again for another five hours. When the patient got out of bed a second time the pt complained of pain and circulation problems. A large hematoma and pseudoaneurysm were diagnosed. Manual compression was applied to the puncture site and the patient was given IV fluids and was placed in the ICU. The patient was stable the following day and the hematoma had softened. No further complications were reported.